Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r9562x, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier wouldn't clip evenly, leaving a gap in the actual deployed clip. A second like device was used to complete the procedure. There were no patient consequences reported.